Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A first catheter was inserted but during the removal the balloon was found torn. For the same patient, for a second catheter, during to test prior to use, the balloon was inflated but it was impossible to keep it inflated. There was no patient injury.

Manufacturer narrative:
Qn#: (B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Leak balloon could happen due to various reasons. However, without actual or representative sample returned for investigation, the actual root cause of this phenomenon could not be determined. In the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
A first catheter was inserted but during the removal the balloon was found torn. For the same patient, for a second catheter, during to test prior to use, the balloon was inflated but it was impossible to keep it inflated. There was no patient injury.